Event description:
A healthcare worker was wearing goggles as healthcare worker leaned over the washer to empty cidex opa and experienced burning of their eyes. Healthcare worker denied having any solution splashed into their eyes and reported the burning was the result of the vapor fumes. Healthcare worker rinsed their eyes with water for 15 minutes and went to occupational health and an opthomologist for further evaluation. Healthcare worker has subsequently been restricted from working in the area where the cidex opa is used. No further information is available for review.